Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. It was also reported that the insulin gauge was inaccurate. Customer declined further troubleshooting, therefore no additional information was provided. There was no reported adverse impact to customer¿s blood glucose level.